Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not holding a charge was confirmed. An assessment was performed and it was found that with a full charge the battery loses power after running for 30 seconds with the small battery drive device, not holding charge. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that a spring inside the small battery drive device broke while in use with the battery device that was not holding a charge. It was reported that there was no delay in procedure as an identical spare battery device was available and used with the same small battery drive device to complete the procedure successfully. The reporter stated that the issue with the small battery drive device started happening ¿a month or so ago.¿ it was reported that the battery device had not been holding a charge since they received it in (B)(6) 2016. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.